Manufacturer narrative:
E.1 (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off of one device resulting in a needlestick injury. Per customer, there was no post exposure testing or medical intervention provided.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april ¿ 10th. H.6 investigation summary: material #: 368651. Lot/batch #: 3223395. Bd received (B)(4) and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, (B)(4) of the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off of one device resulting in a needlestick injury. Per customer, there was no post exposure testing or medical intervention provided.